Event description:
It was reported that the lead was fractured and exhibited impedance greater than 2000 ohms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.